Manufacturer narrative:
Patient¿s weight was not provided for reporting. Date of event is unknown. Additional device product code: ktt. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trochanteric femoral nail advance (tfna) helical blade was removed due to a cut out in the femoral head. It was replaced with a tfna screw. Initial implant date is unknown. Surgical delay and patient outcome were unknown. Concomitant devices reported: tfna nail (part # unknown, lot # unknown, quantity # 1), distal locking screw (part # unknown, lot # unknown, quantity # 1). This report is for one (1) tfna fenestrated helical blade 95mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter name, telephone, email, and occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.